Manufacturer narrative:
The device was in use for treatment. The device is in the process of being evaluated; upon completion of evaluation a follow-up report will be sent. A review of the device history records against this lot number identified one (1) reject during manufacturing for kink in sheath. A review of complaints against this lot number identified no additional complaints. The root cause (air embolism) cannot be determined. Potential effects to the patient are: blood clot within sheath, difficult to use device and procedure delay. Potential causes of this failure include: improper device/sheath manufactured, incorrect sideport assembly, incorrect hole punching assembly, flush port holes damaged or relaxed, and improper or damaged packaging (device crushed/damaged) per qa in-process and final inspection procedure dimensional inspection is done 100 percent for distal tip length, shaft length, proximal end ID, distal tipped end ID, shaft od, hub ID, flush hole ID and shaft od. If product does not comply with its specifications, it is rejected. In addition, qa inspection includes 100 percent visual inspection for dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, delamination or damage that may cause premature failure. Verify no separation between transitions of shaft, 100 percent inspection for obstruction to assure inner lumen is free of any obstruct material, a pull test is done to check for bonding of tubing to the hub, hole punching is inspected 100 percent and a leak test is done on all units. The instructions for use (IFU) informs the user that potential adverse events related to the use of the steerable sheath include but are not limited to, the following conditions: air embolism, allergic reaction to contrast media, aortic puncture, arrhythmias, arteriovenous fistula formation, atrial septal defect, bleeding plexus injury, catheter entrapment, cardiac tamponade, coronary artery spasm and/or damage, dislodgement, dissection, endocarditis, heart block, hematoma formation, hemorrhage, hemothorax, infection, intimal tear, irregular heartbeat. Local nerve damage, mediastinal widening, myocardial infarction, pacemaker/defibrillator lead displacement, perforation, pericardial/pleural effusion, pneumothorax, pseudoaneurysm formation, pulmonary edema, stroke, subclavian artery puncture, thromboembolic events, thrombophlebitis, valve damage, vascular occlusion, vasovagal reaction, vessel damage/vessel trauma, vessel spasm. The IFU provides these warnings and precautions: before you flush the sheath: do not connect a power injection syringe to the sideport and inject contrast solution. Do not aspirate steerable sheath with a guidewire in place through the hemostatic valve. Aspiration with a guidewire through the valve may cause air embolism which can result in significant morbidity or death. Use the sideport, located at the handle, to inject contrast solution or flush the steerable sheath. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. Rapid removal may damage the valve components resulting in blood flow through the valve and cause a vacuum allowing air to enter the sheath. Aspirate all air from the sheath by connecting the syringe to the sideport with stopcock.

Event description:
The customer reported during pv ablation procedure, it was observed that a lot of air entered while manipulating the subject destino into the patient's body. Therefore, a new destino was opened and the procedure was continued without problems. No adverse patient effects were reported.

Manufacturer narrative:
One destino twist 8.5f introducer sheath from lot# c8-03220 was received back from the customer without the dilator. There were no other accessories. Blood was found on and inside the sheath. The hemostasis valve was torn, otherwise, the sheath and handle looked normal. The seal of the sheath was inspected under magnification to verify the integrity of the hemostasis valve. The seal was intact and showed no damage. The distal end of the sheath was placed into room temperature water. The returned syringe was attached to one outlet of the three way stopcock and the plunger of the syringe was pulled back creating a vacuum aspirating the sheath. The sideport was inspected for the presence of bubbles. No bubbles were found during the aspiration of the sheath. The syringe was attached to the second outlet of the stopcock and the sheath was aspirated. No bubbles were found during the second aspiration. The distal end of the sheath was connected to a syringe and a pressure of 38 kpa was generated. There was no leakage through the hemostasis valve. The valve of the sheath was occluded per iso. The distal end of the sheath was connected to a syringe and a pressure of 300 kpa was generated and maintained for 30s. The sheath was inspected for leakage per iso. There was no leakage from the sheath. The device was in use for treatment. Returned device analysis reveals one destino twist 8.5f introducer sheath within manufacturing specifications. The reason for the return cannot be confirmed. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Per qa in-process and final inspection procedure dimensional inspection is done 100% for distal tip length, shaft length, proximal end ID, distal tipped end ID, shaft od, hub ID, flush hole ID and shaft od. If product does not comply with its specifications, it is rejected. In addition, qa inspection includes roll test of 100 %, visual inspection of 100% for dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, delamination or damage that may cause premature failure. Verify no separation between transitions of shaft, 100 % inspection for obstruction to assure inner lumen is free of any obstruct material, a pull test is done to check for bonding of tubing to the hub, hole punching is inspected 100 percent and a leak test is done on all units. The destino steerable guiding sheath instructions for use (IFU) informs the user that potential adverse events related to the use of the steerable sheath include but are not limited to, the following conditions: air embolism, allergic reaction to contrast media, aortic puncture, arrhythmias, arteriovenous fistula formation, atrial septal defect, bleeding plexus injury, catheter entrapment, cardiac tamponade, coronary artery spasm and/or damage, dislodgement, dissection, endocarditis, heart block, hematoma formation, hemorrhage, hemothorax, infection, intimal tear, irregular heartbeat. Local nerve damage, mediastinal widening, myocardial infarction, pacemaker/defibrillator lead displacement, perforation, pericardial/pleural effusion, pneumothorax, pseudoaneurysm formation, pulmonary edema, stroke, subclavian artery puncture, thromboembolic events, thrombophlebitis, valve damage, vascular occlusion, vasovagal reaction, vessel damage/vessel trauma, vessel spasm. The IFU provides these warnings and precautions: frequent aspiration and flushing - aspirate and flush the sheath frequently to help minimize the potential for embolic events resulting from the introduction of air or the formation of clot within the sheath. Remove dilators slowly - remove devices from the sheath slowly. Rapid removal may damage the valve components resulting in blood flow through the valve and cause a vacuum allowing air to enter the sheath. Aspirate all air from the sheath by connecting the syringe to the sideport with three-way stopcock.